Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and silicone migration.

Event description:
Regulatory agency reported on behalf of patient "pain has become chronic (contractures, inflammation, swelling, movement of prothesis toward the armpit, taking medication (costs, impact on liver and organs), infiltrations (serratus syndrome and myofascial pains), physiotherapy (time, costs), osteopathy (time, costs), follow-up appointment with the plastic surgery with the feeling of not being understood for common pains), anxiety attacks (sensation of suffocating with the protheses becoming painful), depression (psychotherapy, psychiatry, medication, drop in pressure, digestive troubles, loss of self-esteem, loss of libido, suicidal ideas, dead-end sensation), removal surgery (effects of anesthesia, medication, work stopping, pains, financial impact).¿ status of device unknown this is for the right side.